Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had a total knee replacement and now yesterday and today they have been getting little charges down their leg where they had the surgery. Patient said they didn't have any problems before the surgery. Patient clarified they were feeling was like stimulation feeling or like a little lightning bolt shooting down their left leg, down the sides not where the knee surgery part was. Patient the shooting feeling would happen every 5 minutes. Patient also said they were afraid to lie down and sleep in their bed and said they were jumping out of bed when the issue occurred. Patient said they had tried turning stim down as not to interfere with their knee healing, but that didn't help. Patient also said they had tried turning stim on but then turned stim off because that made "it" worse. Patient said stim was currently off, but when asked, pt said they were still getting the shooting charges down their legs. Patient mentioned they were healing good from the knee replacement and they did x-rays and the knee was fine. Patient contacted a pain management clinic (dr. "Myons" in oshkosh, said they also worked with integrative pain management) and they don't do the device, but would try to find someone and said they would put in a message with a rep to call the patient. The patient was redirected to their healthcare provider to further address the issue. Patient then said their old managing doctor (dr. Howson) would no longer see them and patient wanted physician listings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.